Event description:
It was reported that the patient complained of twitching down her arm and in her chest. She also experienced sharp pain when the ventricular output was increased. When a lead revision was scheduled, perforation was confirmed via fluoroscopy. There was no capture at maximum output and r-waves decreased significantly. The lead was explanted and replaced.

Manufacturer narrative:
A lead tip stiffness test was found to be within specification.